Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15328. It was reported that the patient presented for in-clinic follow up with both the right atrial and ventricular leads exhibiting over-sensed noise. Noise was reproducible with isometric movement. The both leads were explanted and replaced. The patient was in stable condition.